Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter. According to the consumer she received "hi" results all morning. At 10:57 am, the consumer administered an unk amount of insulin based on her "hi" readings and subsequently experienced a hypoglycemic event which did not require any medical intervention. The test strips and meter in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.